Manufacturer narrative:
Concomitant medical product: ddbc3d4, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted beginning the week of (B)(6) 2016, the rv coil impedance increased to 123 ohms from a trend in the 50 ohms range; the impedance was variable and increasing to a high of 254 ohms on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a scheduled follow-up appointment and a right ventricular (rv) lead impedance alert for high rv coil impedance was observed. It was noted the alert had triggered a few months prior and again one month later due to occasional high impedance measurements. The patient also reported to the physician that they had intentionally passed ac electric current from a home supply into themselves to self-treat palpitations, as the patient was concerned the implantable cardioverter defibrillator (ICD) was not treating appropriately. The physician confirmed there was no evidence of an arrhythmia and patient was encouraged to instead visit the hospital in the future. The rv lead was extracted and the ICD was also explanted and replaced in case of a failure present in the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.